Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via face book post that they were taken by an ambulance to the emergency room on an unknown date due to low blood glucose. Customer stated that blood glucose dropped while at work and was unconscious. It was not known if auto mode feature was active at the time of the incident. Customer thinks the insulin pump was over delivering. Another time, customer's blood glucose dropped while driving and crashed the car. No further details were provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The event date information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).